Event description:
The manufacturer received information alleging a ventilator system is continually rebooting due to an fio2 error. There was no harm or injury reported. The manufacturer evaluated the ventilator at the customer's location. A "o2 proportional valve stuck" error code was observed in the device error log. The device's main board and fio2 sensor will need to be replaced to address the issue. O2 proportional valve stuck.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator system is continually rebooting due to an fio2 error. There was no harm or injury reported. The manufacturer evaluated the ventilator at the customer's location. A "o2 proportional valve stuck" error code was observed in the device error log. The device's main board and fio2 sensor will need to be replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.